Event description:
Device was sticking at the beginning of the case and when a new needle was loaded it wouldn't hold the needle. The needle was changed out and when the new needle was attempted to be loaded the endostitch would not lock.